Event description:
It was reported that during a trial procedure a nerve was tweaked that caused increase pain. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7279702. UDI: (B)(4).

Event description:
It was reported that during a trial procedure a nerve was tweaked that caused increase pain. No further information has been obtained. Additional information received that the physician believed that the patients issue was not device related as it was found out that the patient had a cyst at the entry point of t12 which the physician believed could be the cause of the nerve pain.

Event description:
It was reported that during a trial procedure a nerve was tweaked that caused increase pain. No further information has been obtained. Additional information received that the physician believed that the patients issue was not device related as it was found out that the patient had a cyst at the entry point of t12 which the physician believed could be the cause of the nerve pain. Additional information received that patient underwent an epidural after the trial to alleviate the symptoms. The patient had relief from the trial and wanted to move forward with the permanent scs implant. The trial leads were disposed by the facility.